Event description:
(B)(4). Event occurred in (B)(6). On (B)(6) 2019, the patient reported that the infusion set's tubing detached close to the site during normal usage. The site location was at patient's abdomen. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.